Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary was done in 2014. Right hip revision was done for elevated metal ion levels. Head and insert revised to biolox universal taper head with +4 sleeve and a competitor constrained insert.